Manufacturer narrative:
As the reported device was not returned, angiodynamics is unable to perform a device evaluation. The customer's reported complaint description of catheter leaked to due fracture of the catheter tubing could not be confirmed as no sample was returned. Without receiving product for evaluation, we are unable to definitively determine a root cause for this incident. If catheter was placed sub-clavian then pinch-off syndrome is potential root cause for catheter fracture. A review of the device history records was performed for the indicated lots for any deviations related to the reported failure mode of the complaint. The review confirms that the lots met all material, assembly and performance specifications; i.e. No ncr associated with reported failure mode. Labeling review: the instructions for use, which is supplied to the user with this item number, contains the following statements: absence of a blood return or a poor blood return can be a sign of a potential complication such as occlusion, kinking, breakage, pinch-off syndrome, fibrin formation, thrombosis or malposition. This should be evaluated prior to device usage. A blood return should be present prior to usage of device for any therapy or testing. - if the patient complains of pain, or if there is swelling when the device is flushed or when medication or contrast media is administered, evaluate the device for infiltration, proper needle placement, and potential complications such as occlusion, kinking, breakage, pinch-off syndrome, thrombosis or malposition. Failure to assess these complaints or observations can lead to device failure. Caution: avoid piercing catheter with suture needle. Potential complications: catheter fragmentation and catheter pinch-off. Catheter placement considerations: warning: avoid medial catheter placement into subclavian vein through percutaneous technique. This placement could lead to catheter occlusion, damage, rupture, shearing, or fragmentation due to compression of the catheter between the first rib and clavicle. Catheter shearing has been reported when the catheter is inserted via a more medial route in the subclavian vein. Pinch-off syndrome: pinch-off syndrome signs may include difficulty in aspirating blood, resistance to flushing or infusion of medications or fluids that improves with position changes, infraclavicular pain and/or swelling with catheter flushing or infusion palpitations, sudden onset chest pain, cardiac arrhythmias, extra heart sound, chest wall swelling at the port pocket, vein insertion site, pain in shoulder or port area not associated with swelling, cough, paresthesia of arm on side of catheter withdrawal occlusion or swishing sound with catheter flushing. Warning: avoid medial catheter placement into subclavian vein through percutaneous technique. This placement could lead to catheter occlusion, damage, rupture, shearing, or fragmentation due to compression of the catheter between the first rib and clavicle. Catheter shearing has been reported when the catheter is inserted via a more medial route in the subclavian vein. Note: if infusion or aspiration is successful upon lifting arm above the head and turning the head, consider pinch-off syndrome as a possible cause. The line should be radiologically evaluated if pinch-off syndrome is suspected. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends reference (B)(4). Correction : section h1: serious injury was corrected to reflect malfunction.

Manufacturer narrative:
It was reported that the disposable device is not available to be returned to the manufacturer for evaluation. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
A patient reported an issue with their smartport device. It was reported that a crack/split was discovered in the catheter causing it to leak, via x-ray, approximately 5 months after placement. Additional information received from the patient reported the port had been placed (B)(6) 2021 and was accessed for chemo from (B)(6) to (B)(6) 2021 with no complications. The port was accessed (B)(6) 2021 with pain. An ultrasound was performed and it was discovered the port had malfunctioned due to the catheter had split and was leaking. It was determined that the port should be removed, after which the patient was hospitalized for 6 days. It is unknown if the hospitalization is related to the device malfunction. However, the patient reported that she immediately felt better after the port was removed. The port was not replaced. It was indicated that the reported device is not available to be returned to the manufacturer for evaluation.